Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm. The leak was further described as "there is fluid on the table where the bags are laying". All connections were tightened and the lines were not separated from the bags. There were no pinholes or leaks on the bags and no pets in the room where the home patient (hp) performed the therapy. Renal therapy services (rts) assisted the hp to disconnect and end the therapy session using aseptic technique. Proper procedures per the user manual were reviewed with the hp. Rts advised the hp to inform their registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.